Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: xu d, et al. (2022), relationship between hinge fracture and postoperative axial symptoms after cervical laminoplasty, british journal of neurosurgery, doi:10.1080/02688697.2021.1923647 (china). The objective of the study is to identify the clinical characteristics of fractured hinges after open-door cervical laminoplasty for cervical canal stenosis and explore the relationship between hinge fractures and axial symptoms. Between november 2014 and november 2016, 67 patients (223 laminae) with cervical myelopathy who underwent open-door laminoplasty were included in the study. The mean age of the patients was 59.3 years (range, 45¿74 years). The female/male ratio was 26:41 (26 females and 41 males). All patients underwent a standard posterior approach of the open door cervical laminoplasty. An unknown depuy synthes arch mini-plate was used for laminoplasty fixation in all patients. Postoperatively, patients were allowed to attempt neck movement, and a brace was applied if a patient complained of severe neck pain. Complications were reported as follows: 30 patients had hinge fractures. 14 patients had axial symptoms. 6 patients had nonunion or unhealed fractures at 12 months postoperative (4 c6 hinges and 2 c7 hinges). A copy of the clinical evaluation form is being submitted with this regulatory report. This report involves one unk - constructs: arch laminoplasty miniplate/screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: arch laminoplasty miniplate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.